Manufacturer narrative:
Correction has been made to section on this report.

Event description:
An updated to the customer's call, changes have been made to the customer blood glucose from unknown as the customer stated she was unsure of the blood glucose at the time of the first alarm however; the customer stated that her blood glucose is now 480 mg/dl at the current time of the initial call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was in the 400s mg/dl. The customer stated that her battery was low in the morning. The customer stated that she changed her battery and the pump alarmed battery out limit. The customer was assisted with reprogramming the time and date on the pump. The customer did not receive multiple batteries out limit alarms when the batteries were out of the pump for less than one minute. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.